Event description:
Pt has experienced elevated blood glucose of up to 600 mg/dl and ketone measurements of "++/+++" over the past 2-3 months, and she believes the insulin delivery of the infusion device is inaccurate. Pt delivered insulin via the infusion device to lower blood glucose, but this was not successful. She was able to lower her blood glucose with an insulin pen. Pt did not have an infection, and her normal blood glucose is 80-160 mg/dl. The infusion device was exposed to water in the shower, but it has not been dropped or exposed to electromagnetic fields. Pt reported, the infusion device occasionally displays e6 mechanical and e7 electronic errors following a cartridge change, and she changes the battery to resolve the issue. The infusion device also has high power consumption. The infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.